Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 20gx1.25in winged bc safety shield activation failed.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of needle bent was confirmed upon inspection of the sample. Analysis of the sample showed the needle bent with the needle cover. The safety mechanism was manually activated with no failure observed. A flashback and penetration test could not be performed as the sample was used. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. From the returned sample, no dent was observed on the cannula that would obstruct the movement of the tip shield for safety activation. There was also no damage to the v-clip and washer, which are key components for the safety mechanism activation. As the sample was used, a definitive root cause could not be established.